Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that introducer needle fractured while in the body and introducer needle was still in the body. Customer stated that sensor cannula was intact. Customer's current blood glucose was not given. Sensor will be return for analysis.

Manufacturer narrative:
Inspected one opened or used sensor and performed visual inspection found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened or used. No broken or missing parts were observed during analysis.